Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any non-conformances related to the manufacture of this device. The cause of the reported event remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.